Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the operation room. The lead was extracted and replaced due to chronic noise. All other electrical measurements were normal. The patient was stable before, during and after the procedure; and would be followed normally.